Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the device was programmed for magnetic resonance imaging (MRI) the patient experienced stimulation at pocket site. The implantable pulse generator (ipg) was reprogrammed back to its' initial settings. The ipg remains in use. No further patient complications have been reported as a result of this event.